Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06215. It was reported that patient complications occurred post stent implant. A taxus express2 stent was implanted on an unspecified date. In (B)(6) 2013 the stent was blocked and in (B)(6) 2013 a promus element plus stent was placed. After that the patient reported experiencing swelling, dehydration, fungus, weight loss, sight troubles and fatigue. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the physician the opinion is there is no relationship between the promus element plus stent and the patient's symptoms.